Event description:
Info received indicates the head up function is not working. The function does not work manually or under power and the battery led is on.

Manufacturer narrative:
The tech determined the problem to be a faulty valve guide tube. The tech replaced the head up valve guide tube to repair the bed.